Event description:
The customer called to report diabetic ketoacidosis as well as low blood glucose episodes. The customer stated she was hospitalized for those reasons but she did not provide the date of the events. During the phone call the customer did not sound very coherent. The paramedics were called and they arrived to the customer's home to assist. The phone call was then terminated and nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.